Event description:
It was reported the patient experienced a ¿loss of therapy and pain relief¿ with ¿less than 50% therapy relief¿ at the lead location. Impedance testing was performed and found high, out of range impedance values on all electrodes. The patient¿s lead was replaced as a result of the event. The patient was ¿receiving normal therapy¿ with their replacement lead at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0205199336, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead, the fdc code for the component listed above was updated based on a recent determination.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's healthcare provider (hcp) reported the patient had initially received "good pain" coverage" when implanted on 2011 (B)(6). The patient later complained on 2014 (B)(6) to their hcp that they had experienced a "change in stimulation's" that was " intermittent" in nature. The patient underwent an invasive intervention on 2015 (B)(6), whereby a new lead was implanted and connected to the patient's existing extension and implantable neurostimulator (ins). Impedance testing with the new lead found "normal impedance" values. It was noted the patient was being treated for chronic pain secondary to failed back surgery syndrome.

Manufacturer narrative:
Product ID: 3877-45, lot# v737929, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the lead found that all conductors were ¿broken 21.7 cm from the distal end.¿